Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and the next day following start of the support, the patient experienced bleeding from the peel away introducer that had been left in place during the impella cp support. The peel away introducer was subsequently removed, and the repositioning sheath was advanced to achieve hemostasis. Support continued uninterrupted. Two days later suction events occurred, and the patient received a unit of packed red blood cells which helped resolved the suction. Impella mcs continued for an additional three days before being successfully weaned and device was explanted with a survived outcome.

Manufacturer narrative:
A.5 and a.6 are unknown. D.4 UDI number is unavailable at the time of this report writing. The impella peel away introducer device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Refer to the related manufacturer report number as noted in section h.10 for the report on the impella cp.

Manufacturer narrative:
Additional information was received that provided further details regarding the event and noted the following: there was bleeding from the peel away sheath that was left in place. Peel away sheath was removed and repositioning sheath was cleaned and inserted. Impella secured per best practices. Insertion site now benign. The impella introducer was not returned and therefore, an analysis of the device was not possible. A device history review was completed and noted one unit for a loose particle in the bag and was dispositioned. All other units passed post sterile inspection checks. Clinical details note there was bleeding from the peel away sheath that was left in place about 24 hours after insertion. Once it was removed, the impella was secured, and the insertion site was benign. According to the impella cp instructions for use, it states that "the impella axillary insertion kit is intended to be used for insertion only. To provide continued hemostasis, the introducer must be peeled away and the repositioning sheath inserted into the graft." As the clinical details mention the bleeding subsided after removing the introducer - the root cause of the major bleed is most likely due to use. Section h6 investigation coding has been updated accordingly based on the completed investigation. Refer to the related manufacturer report number as noted in section h.10 for the report on the impella cp.